Event description:
The reporter performed a blood glucose test and got a result of 69 mg/dl. Reporter stated that he did not put enough blood on the strip the first time, so he added more blood to the same strip and immediately retested. He used a separate fingerstick and got a result of 171 mg/dl. Control solution tests were in range 126, 134 (96-144). No symptoms reported.